Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the screw was detected by the surgeon after placement with fluoroscopy before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) using conventional methods at the same surgery. The outcome of the surgery was successful as intended, and the patient is doing okay. Despite brainlab's request, the hospital did not provide any further information regarding potential effects for the patient: there was no report by the hospital of any harm or negative clinical effects for this patient, neither due to the initial surgery nor due to any potential prolonged anesthesia. There was no report by the hospital of any (other) remedial actions for this patient. There was no report of any prolonged hospitalization. According to the results of the brainlab investigation and the limited information provided by the hospital, it can be concluded that the most probable root cause of the deviated placement of the pedicle screw at left l2 performed with the aid of navigation is a movement of the navigation reference array during surgery in relation to l2 on which it was attached, due to insufficient rigid fixation and/or inadvertent forces applied to the reference array at the surgery, e.g. From instrumentation performed on l2 and/or from surrounding skin/soft tissue. Movement of the reference array relative to the patient anatomy can lead to a deviation of the display of tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. An additional factor that to a slight extent may have contributed to the reported issue is the pointer used during this procedure was found to be damaged (slightly bent e.g. Due to improper handling and/or long-term use), which can lead to a deviated display of its position on the navigation display. Apparently, the resulting deviation in the navigation display was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure, before the planning and placement of the screw at left l2. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) on the spine for a fracture at t12/l1 with planned placement of 4 pedicle screws, was performed with the aid of the display by the brainlab spine & trauma 3d navigation sw 1.5. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra l2. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Calibrated a non-brainlab all-in-one screwdriver to the navigation, and verified and accepted the calibration to proceed. Used the navigated screwdriver to create a path in the pedicle and place a screw at left l2. Suspected that there was a deviation of the placement of the screw, which was confirmed by a fluoroscopic scan to have entered too inferior to the planned location, missing the pedicle entirely. Replaced (re-positioned) the screw at left l2 using conventional methods and completed the surgery successfully in this manner without navigation, placing the remaining pedicle screws. According to the surgeon: the deviation of the screw was detected by the surgeon after placement with fluoroscopy before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) using conventional methods at the same surgery. The outcome of the surgery was successful as intended, and the patient is doing okay. Despite brainlab's request, the hospital did not provide any further information regarding potential effects for the patient: there was no report by the hospital of any harm or negative clinical effects for this patient, neither due to the initial surgery nor due to any potential prolonged anesthesia. There was no report by the hospital of any (other) remedial actions for this patient. There was no report of any prolonged hospitalization.